Event description:
It was reported by service report that the side rails panels were cracked and they were sharp enough to cause an injury and allow fluid ingress. No pt involvement or adverse consequences are reported.